Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 37086, product type: extension. Product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator. It was reported that an out of regulation (oor) message was seen without any environmental / external / patient factors that may have led or contributed to the issue. It was also noted that the impedances were too high and the patient felt that their "status [was] not stable". The lead was replaced in (B)(6), but the event remained ongoing so another surgical intervention was scheduled for (B)(6) 2017. The event remained ongoing at the time of this report.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 37085-60, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension. Product ID: 37085-40, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension. The returned devices passed all functional testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The implantable neurostimulator (ins) passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The stimulation extension body was cut though; the product was segmented. The two conducts (#1 <(>&<)> #2) were cut 30.3 cm from the proximal end. A functional test (proximal connect to cut-off) resulted in the following: circuit #0: 14.0 ohms circuit #1: open circuit #2: open circuit #3: 14.0 ohms no shorts between circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 37085-60, serial# (B)(4), product type: extension. Product ID: 3389-40, lot# 0207621582, product type: lead. Product ID: 37085-40, serial# (B)(4), product type: extension. Product ID: 3389-40, lot# 0207653515, product type: lead. Upon review of the additional information received, it was determined that eval code conclusion no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that that actions/interventions taken to resolve the previously reported issue included the rep bring the implantable neurostimulator (ins) and two extensions into the operating room to assist the health care provider (hcp) and to retrieve the old ones to return for analysis. Follow-up is being conducted to obtain clarification on if the high impedances were due to the implantable neurostimulator (ins), lead(s), or extension(s) as this report contains discrepant information. It was also noted that the cause of the event was determined; however, it was not provided. The high impedance values were noted as follows: c <(>&<)> 8: 2069 ohms c <(>&<)> 9: 2304 ohms c <(>&<)> 10: greater than 40,000 ohms 8 <(>&<)> 10: greater than 40,000 ohms 9 <(>&<)> 10: greater than 40,000 ohms no further complications were reported/anticipated.